Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device failed the check proper function of the triggers-the upper trigger was broken. It was further determined that the device also failed for check the falling out protection (steal ring). During service/repair, it was observed that the ball bearings were corroded, and the upper trigger had broken off. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the battery handpiece/modular device was not working. During in-house engineering evaluation, it was observed that the upper trigger had broken off. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.